Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-dec-2018/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 18-dec-2017 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-nov-2023 / serial or lot#: bat(B)(6) d9: no h3: no h4: mfg date: 22-nov-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-nov-2023 / serial or lot#: bat(B)(6) d9: no h3: no h4: mfg date: 23-nov-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms, the controller exhibited loss of power and controller fault alarm due to depletion of the internal battery. Also, two (2) batteries exhibited power disconnect alarms. There were no patient symptoms or complications associated with this event. The vad and the batteries remain in use and the controller was exchanged.

Event description:
It was further reported that the loss of power occurred due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Battery (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Battery (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not returned for evaluation. The vad and batteries remained in service and the controller was exchanged. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed twenty-seven (27) low flow alarms logged since on (B)(6) 2025. Log file analysis revealed four (4) controller fault alarms logged on (B)(6) 2025 as well as multiple event exceptions logged on (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, log file analysis revealed three (3) controller power-up events with associated pump start events logged on (B)(6) 2025 at 02:09:34, at 03:51:39, and at 07:41:55, indicating a loss of power. The controller was without power for fourteen (14), twenty (20), and ele ven (11) seconds, respectively. No anomalies were recorded leading up to the losses of power. Log file analysis revealed that the controller in use during the event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed one (1) instance involving (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. No anomalies were observed with (B)(6). As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible root causes of the communication error, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.